Event description:
The rptr stated that air was aspirating through the rotator. There was no pt injury or treatment associated with this event. This event was reported to medex med in england.

Manufacturer narrative:
Medex recognizes that this report of additional info is not being submitted within the required timeframe as outlined in the regulation. This info was overlooked for filing in error. Medex continues to be commited to regulatory compliance and will take steps to ensure that this does not recur. One sample was returned. Examination of the returned unit showed that the rotator leaked between the body and the insert. The rotator would wobble when slightly flexed. Engineering is revising the rotator which will eliminate this issue. Medex was able to confirm this issue and determine the cause. This issue is being addressed and no additional action is necessary at this time. Medex considers this MDR closed with this report.